Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing uncomfortable therapy due to invalid lead impedances. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient had their lead explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported event of invalid impedances was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 18.2cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.